Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version = 4.11 e, retainer ring = black, case type = ngp. Customer returned insulin pump for alleged insulin pump's battery lasts less than expected found on (B)(6) 2022. The insulin pump passed the displacement test, active current test, and self-test. Insulin pump failed sleep current test due to high sleep currents and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. No alarms or alerts noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin pump downloaded history confirmed the insulin pump alarmed low battery alert on october 04, 2022at time 14:13:00.000 due to moisture damaged to the electrical board 1 and electrical board2 board. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, scratched case, pillowing keypad overlay, and corroded battery tube. Insulin pump didn't pass all required testing. Insulin pump's battery lasts less than expected and high sleep current confirmed, problem isolated to electrical board 2 and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the customer reported a low battery alarm or short battery life. The battery on the insulin pump did not last as it is supposed to be. Troubleshooting was performed and found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.